Manufacturer narrative:
The service engineer (se) reported that the battery and motor control board were replaced. The se noted that a performance verification test was then performed. The investigation is ongoing.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not able to be powered on. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that when all power was removed, and the device was reconnected just using ac power, the ventilator alarmed, the power switch led was amber, the battery led flashing amber, and the alarm led was flashing red. It was then reported that while holding the accept button and the power switch for five seconds, the alarm stopped; however, the power switch and battery led were still illuminating. When pressing the power switch, there was no change; in addition, when trying attempting to test in diagnostic mode, the device starts to alarm again. The rse suspected that the device had bad power management (pm) pcba. The investigation is ongoing.

Manufacturer narrative:
The service engineer (se) reported that the power management board was replaced, and the device passed all testing. The device was considered corrected and returned to service with no restrictions to usage.

Manufacturer narrative:
Additional details noted that the issue occurred while the device was in patient use. The customer reported that there was no patient or user harm reported. No further details were provided. The customer reported that the device would power on initially, but was on battery power, and no display was observed; it was also reported that the device was alarming (vent inop). The customer then reported that the device was not powering on at all, and that the battery was depleted. The device was connected to ac, but the leds were not illuminating on the front. The customer reported that they did not have a voltmeter on hand to test the voltage. The remote service engineer (rse) recommended checking the power supply, and if power was coming out of the power supply to the power management (pm) pcba, then the pm pcba would need to be replaced. It was then noted that the device was evaluated by a service engineer (se), and it was reported that the battery failed, or will not charge due to the failed motor controller. The se indicated that the motor controller would need to be replaced, and the battery may also need to be replaced.